Event description:
It was reported that the pt has expired approx after implant duration of 0.53 mos due to unk reasons. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.